Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced a high blood glucose. Customer¿s high blood glucose value was 400 mg/dl. Customer¿s blood glucose value was 377 mg/dl at the time of incident. Customer¿s current blood glucose value was 93 mg/dl. Customer also specified other relevant blood glucose and the blood glucose value was 150 mg/dl. Customer had a symptom like nausea. Customer treated with manual injection and insulin pump for high blood glucose. The product will return for analysis.